Event description:
It was reported that manufacturer representative (rep) who was in the or wanted to return the implantable neurostimulator (ins) for analysis. Caller requested email with this information so that facility would know that it is ok for the rep to return the ins, on their own, to manufacturer. Caller assumed there was an issue given that the ins is being returned for analysis but stated that this "all just happened" so they didn't have any details but would ensure the event would be reported, if there was one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.